Manufacturer narrative:
Investigation summary: bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a false negative result was obtained. Confirmatory testing revealed that moraxella osloensis grew and was isolated from patient sample. There was no report of patient impact. The following information was provided by the initial reporter: bottle initially flagged positive at around 2 days. Customer did not see any organisms in the gram stain so the bottle was reloaded. They subsequently grew a moraxella osloensis from the plates this morning, however the bottle never reflagged again. Customer has forced the bottle off the instrument as they have isolated the bug and looked at the plot. Looking at it the customer states a second sigmoid curve is clearly evident, and believes it should have flagged positive again and therefore wishes to understand why it did not re-flag as positive.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a false negative result was obtained. Confirmatory testing revealed that moraxella osloensis grew and was isolated from patient sample. There was no report of patient impact. The following information was provided by the initial reporter: bottle initially flagged positive at around 2 days. Customer did not see any organisms in the gram stain so the bottle was reloaded. They subsequently grew a moraxella osloensis from the plates this morning, however the bottle never reflagged again. Customer has forced the bottle off the instrument as they have isolated the bug and looked at the plot. Looking at it the customer states a second sigmoid curve is clearly evident, and believes it should have flagged positive again and therefore wishes to understand why it did not re-flag as positive.